Manufacturer narrative:
Event date: (B)(6) 2018. The device was not discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. The nurse reported that the twist clamp was cracked after using it for about 20 days. There was no patient injury or medical intervention associated with this event. No additional information is available.